Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage.it was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The patient was very restless during the procedure. The first mitraclip was implanted reducing mr to grade 2-3. When the second mitraclip was above the mitral valve, the patient took a deep breath causing the mitraclip to be suddenly beneath the mitral valve. There was difficulty getting the second mitraclip back into the left atrium as it had become entangled in the chordae. The mitraclip was inverted and with much difficulty, the clip was brought back to the left atrium. A big flail due to ruptured chordae resulted from the clip entanglement and was noted on the posterior mitral valve leaflet. Mr returned to grade 4. The second mitraclip was deployed which reduced the flail, but mr remained grade 4. The third mitraclip was implanted, but did not reduce the mr further. The procedure was complete. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. The reported slippage of device or device components appears to be a result of the procedural condition (the patient being restless); the difficulty removing the device due to interaction with the chordae appears to be a cascading effect of the slippage of device or device components. The reported tissue damage is a result of procedural condition (due to the clip caught in chordae) and unchanged mr was a cascading effect of the tissue damage. The mitral regurgitation and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.